Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Event description:
A health professional reported that during calibration there was an illuminator issue. There was no patient involvement. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator and the lamp were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 1, 2010. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator and a lamp was received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformities. The lamp was installed into a calibrated system for functional testing. The lamp was fond to meet specifications. The illuminator was installed into a calibrated system for functional testing; the illumination output was found to be below specifications. The module was opened and cracked aspheric collimating lenses were found inside the module. The root cause of the reported event can be attributed to two cracked aspheric collimating lenses. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).